Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 stating the motor stall occurred on (B)(6) 2015 at 18:28 and recovered the same day at 19:50.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. An alarm was heard (B)(6) 2015 post-magnetic resonance imaging (MRI). A pump motor stall with recovery occurred on (B)(6) 2015. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.